Manufacturer narrative:
The customer's reported complaint of the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR" error message" was confirmed during the functional testing and based on the archive data review. The root cause for the system error was due to the slipping of the clutch to drivetrain assembly, as a result of the normal wear and tear of the platform. The autopulse platform is a reusable device and was manufactured in december 2008 and is more than 12 years old, well beyond the expected service life of 5 years. During visual inspection, the platform was examined and found a cracked top cover, front, and bottom enclosures, unrelated to the reported complaint. This type of physical damage found during visual inspection is characteristic of the user mishandling such as a drop. The top cover, front, and bottom enclosures need to be replaced to address the physical damage. The archive data revealed a system error 139 (unable to hold compression position) message on the reported event date, thus confirming the reported complaint. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering on. The defective clutch needs to be replaced to remedy the complaint. The brake gap inspection was performed and verified to be within the specification. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with a serial number (B)(4).

Event description:
During patient use, the autopulse platform (sn (B)(4)) displayed a "system error, out of service, revert to manual CPR" message. Following this, the crew immediately perform manual CPR. No consequences or impact to patient.